Event description:
It was reported by the patient's physician that the patient had passed away. It was noted the death was not related to vns; however, no other information was given. An obituary search was performed which showed the date of the patient's death, but again, no additional information was provided. A battery life calculation was performed which showed no anomalies and indicated the patient's battery would have been depleted approximately 1.5 years prior to the patient's death. The in-house programming history database was reviewed and no anomalies were noted. Attempts for additional information were unsuccessful.